Event description:
Reportedly, during a threshold test , the egm window in which the test is displayed turns black at the end of the test. The tablet is in 3.14, the event occurred with implant 750be2e8.

Manufacturer narrative:
For this particular case, the expertise files won¿t give us any evidence of the issue as it is a display issue. It would have been better to have a photo such as the following. Based on the description of the complaint, the reported issue seems to be related to the ECG/egm traces in real time tests are displayed with black strip or inconsistence. The egm strips are replaced by a black bar. The data displayed on the marker chain are correct and the test needs to be re-started to see the egm corresponding to the markers. The root cause is not known. This issue is corrected in the alizea/borea/celea programmer modules. It hasn¿t been corrected for the reply/kora/eno programmer modules. No general malfunction is suspected on the programmer. This case is retained and utilized for trend purposes.